Event description:
It was reported that during followup, the physician saw an inappropriate shock. The physician said that the monitor zone programmed at 120 bpm had been responsible of the shock. They called the patient to reprogram the tachy parameters. The device was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.